Event description:
It was reported to a physio-control field service rep that while attempting to use a lifepak 12 device on multiple patients, by multiple users, on multiple shifts, the display had gone blank. There has not been any adverse effects on the patients, as backup devices were available. This incident has been ongoing intermittent problem, but not relayed to physio-control until late 2008.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported intermittent failure. Physio replaced the el display and the user interface pcb assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.